Event description:
It was reported that during a lap bariatric procedure, on the second firing across the pouch, the device would not fire on the first stroke. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 07/28/2008. Evaluation summary: the analysis results showed that one device was returned with no visual non-conformances and with an empty reload loose inside the bag. The cartridge was noted to be damaged as the cartridge pan was missing; it is possible that the cartridge was not properly loaded on the device, causing the pan to detached. The device was tested for functionality with a test reload; the device achieved a complete 3-strokes and fired without any difficulties noted. Event described could not be confirmed as the device achieved a complete firing cycle, the staples formed as intended and it opened and closed without any difficulties noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.